Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device powered on with a test battery and gave 'not ready' messages. The customer was provided with a replacement device. Stryker product analysis center (pac) technician confirmed, through device log analysis, that the battery, s/n (B)(6), was in shutdown status, which was the cause of the device not turning on. The battery was installed on (B)(6) 2020, went to replace status on (B)(6) 2021 and went to shutdown status on (B)(6) 2021. The pac technician also found that the device went to "call service" status (B)(6) 2020 due to service message: sysp wdog pet fail in non AED mode. The continuous beeping from the device being in not ready status due to the service code is the cause of the premature battery depletion. The logs were cleared and reran monthly tests 5 times with no recurrence of service code. Root cause could not be established.

Event description:
A customer contacted stryker to report that their device had powered off and was not working anymore. There were no reports of patient use associated with the reported event?

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had powered off and was not working anymore. There were no reports of patient use associated with the reported event.